Event description:
Ous MDR - after an implantation time of approx. 102 months, intermittent loss of capture was reported. No adverse pt side effects have been reported.

Manufacturer narrative:
Ous MDR - upon receipt, the pacemaker was subjected to a visual and mechanical inspection. The mechanical inspection of the connector system showed no deviation from the specification that might explain any malfunction. All dimensions of the header bores were within the range requested by is-1 standard specifications. The set screws could be easily screwed in and out. The set screws were effectively contacting the connector pins. Also, the spring elements for the electrical contact between the lead connectors and the pacemaker channels did not show deviations. A sample lead connector could be inserted and connected easily to the device. Electrical incoming inspection showed that the pacemaker switched into eri on (B)(6) 2010 after explantation. Upon incoming inspection, the pacemaker stimulated in eri mode with the following parameters as programmed: ddd-mode / 70 ppm / 2.4v / 0.4 ms / unipolar. The analysis showed that there was no indication of sensing and/or pacing problems. The pacemaker proved to be fully functional. Additionally, the pacemaker was subjected to a long-term pacing tests. The pacing test confirmed a permanent pacing of the device. In summary, this pacemaker did not show any sign of a material or manufacturing problem. It is completely within its specifications. The analysis did not reveal an deviation from the specifications that could have been related to the clinical observation.